Manufacturer narrative:
The insulin pump was received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer. The pump was received with faded serial number label. The pump was received with minor scratched display window, case and keypad overlay. No damage to battery tube was found per visual inspection. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had crack. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.